Event description:
Boston scientific received information that during a routine follow-up, this left ventricular (lv) lead was found to be causing diaphragmatic stimulation. The suspected cause was dislodgement. This lv lead was repositioned with excellent values of electrical parameters. The patient was not dependent on lv therapy, and there were no complications during the procedure. After the lead was repositioned, the issue was resolved.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.